Event description:
It was reported the bml handle v became stuck and when it was tried to be removed by force, the sheath of bml was torn off and remained inside. The issue occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. The device was not returned for evaluation and the customer's allegation could not be confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor the performance of this device.

Event description:
No additional information received from customer.